Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bending section and cover were broken, and the metal was exposed. The bending section cover had pinholes and leakage. There were excessive broken fibers affecting the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a choledochoscopy procedure, the uretero-reno fiberscope had damage on the distal tip. The intended procedure was completed with the same scope with no surgical delay. No other devices were involved in the event. The scope was inspected prior to use and appeared fine. No patient harm reported. During the evaluation of the device, it was noted the bending section skeleton was broken and metal was protruding due to excessive force. This report is to capture the reportable malfunction of the noted the bending section skeleton was broken and metal was protruding due to excessive force noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported event. A review of the device history record found no deviations that could have caused or contributed to the problem. The investigation did not establish a definitive root cause for the reported device problem. However, it is probable that the bending tube broke because it was subjected to excessive force. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ when the cleaning/disinfection process is interrupted, the scopes will not be properly cleaned and disinfected. In this case, reprocessing should be started again from the beginning. There is a possibility that the reprocessing of the scopes is insufficient.¿ olympus will continue to monitor field performance for this device.